Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-611-6 ibal uka, femoral impactor broke during the case on (B)(6) 2022. This was discovered during use with no impact to the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-611-6 batch number 37621833 was received for investigation. Visual inspection identified that the femoral impactor head had broken prior to receipt for investigation. No fragments were returned for analysis. Signs of wore were identified in the shaft of the device. Multiple discoloration spots were observed on the device. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion/use.